Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 51 year-old patient was implanted on (B)(6) 2024 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025 patient reported significant pain radiating to the back. She is asking removal of the biozorb implant and pain medicine. On (B)(6) 2025 patient was found with the biozorb marker palpable medial to the lumpectomy scar. On (B)(6) 2025 medical examination found palpable hard mass over the chest midline with tenderness to palpation. On (B)(6) 2025 patient complained of chronic intense pain in her left breast radiating to the back. She also reports swelling and pain in her chest along with significant stomach pain and inflammation. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.